Manufacturer narrative:
H11: through follow-up communication, livanova deutschland confirmed the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: the device takes an unusually long time to cool the water (over 40 minutes to go from 41°c to 2° celsius degrees). Further deeper device inspection is foreseen. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in taiwan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device displayed an error message (e27 code) associated to cooler, as part of the compressor circuit (pressure switch tripped. If the pressure is too high, the compressor is switched off) and the compressor stopped running. The issue occurred when the user cooled down the patient circulation to 29 celsius degrees approximately (with a set value of 28 celsius degrees). The device works properly only when used for cardioplegia. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.11 through follow up communication with the customer it was learnt that the error occurred after installation. The device returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.